Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Ntw (lot: 31007a2007) was chosen for implantation. Two minutes after deployment, the clip detached from the posterior leaflet. There was no tissue damage. An additional xtw mtiraclip was placed to stabilize. The procedure ended with mr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. There is no indication of a product issue with respect to manufacture, design, or labeling. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.